Event description:
It was reported that the patient presented in the clinic for the follow-up. Upon interrogation, it was reported that the right ventricle (rv) lead exhibited low pacing impedance and noise that was oversensed by the device. On (B)(6) 2022, the lead was capped and replaced. The patient was in stable condition.